Event description:
It was reported that the pt was experiencing discomfort from her interstim neurostimulator, and she desired replacement of her original device with the smaller interstim neurostimulator. During the replacement surgery, the proximal set screw would not come out of the extension. Two different wrenches were used with no success. Bone wax had originally been used on the connection, but none was visible in the head of the set screw. The physician decided to explant the lead, as it could not be disconnected from the extension and a portion of the lead remained in the pt, above the superior bony table of the sacrum. The new neurostimulator and a new lead were successfully implanted. Further info is being requested from the hcp at this time.